Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having a hard time detecting their implant using the programmer and antenna. Patient stated that the antenna would slide in and out so easily when connected to the programmer antenna port. Patient also stated that the antenna pin would feel loose inside the port, and they think there is a break in the metal at the bottom of the programmer port. Agent reviewed that they could pair with the implant using the programmer without the antenna. Issue was not resolved. Agent reviewed transitioning to handset and communicator. Agent reviewed set up process. Agent sent a request to repair to replace the programmer. Patient mentioned having an appointment with their hcp this coming may.